Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. Insulin pump downloaded properly to the carelink software noted. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's caretaker that the customer's insulin pump buttons were sticking. The customer¿s blood glucose level was 117 mg/dl at some point during the incident. The customer was having high blood glucose levels and was hospitalized and was being treated. The caller reported the customer was having flu like symptoms. Troubleshooting was not completed due to the keypad issue. No further information was provided. The insulin pump will be returned for analysis.